Event description:
It was reported that during a pci procedure, the graphix int guidewire broke. The wire was removed and the procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported "good". Multiple attempts to obtain additional info have been unsuccessful.